Manufacturer narrative:
The surgeon removed the left tmj devices due to infection caused by p. Acnes (cutibacterium acnes). Multiple mdrs were submitted for this event. (See associated report # 2031049-2021-00038)

Event description:
The patient's left tmj devices were removed due to infection.